Event description:
It was reported that this pacemaker was explanted and replaced due to a suspected battery issue. Additionally, the device was found to be operating in safety mode. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. Additional information was received. It was reported that the patient had experienced syncopal episodes and was admitted to the emergency department (ed). The device was scheduled for urgent replacement as it was believed the battery was depleted. However, on the day of the procedure, device interrogation found the device had reverted to safety mode. It was suspected that the safety mode parameters, especially moving from ddd to vvi mode, had contributed to the patient's syncopal episodes.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.